Event description:
During treatment of a discrete lad lesion a cutting balloon catheter was inflated to 3 - 4 atmospheres. When the balloon ruptured, potentially causing a long disection in the lad. The dissection was treated with approximately 60 mm of stents. The pt experienced no other complications.